Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical support engineer (tse) and reported that the instrument was not detecting on arm 2 and that the site observed that the sterile adapter clamp was not intact. The customer tried pressing the instrument against the arm. Finally, the customer abandoned arm 2 and continued the surgery as planned. The tse found no error in the logs related to arm 2. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) was returned for failure analysis, and the reported failure (instrument recognition issue) was unable to be reproduced but could confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up and sine cycle and a test drive were performed without any issues.